Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine with an unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the patient was "in and out of consciousness" and wanted to know the specific prescription information in the pump. The hcp stated that the patient has been in and out of consciousness for over a year and that the patient has seizures. The patient was admitted this time on (B)(6) 2018 and had progressively gotten worse. The hcp noted that the patient was on a ventilator. The location of symptoms was other. It was reviewed that we do not keep specific prescriptions information on file. The event date was 2017 (having issues for over a year). No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.